Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported while using the freestyle librelink app, an ¿incompatibility¿ and/or "check sensor" issue was encountered with the adc device while scanning. As a result, the customer was unable to obtain sensor readings and experienced diabetic ketoacidosis, and was provided unspecified medical treatment by a third party. The caller further reported that the customer was seen in the hospital due to stress but then disconnected the call, therefore, no further information was provided. There was no report of death or permanent injury associated with this event.